Manufacturer narrative:
Patient information was not made available from the site representative. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for spine clamp on 05/26/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spine clamp was damaged. The tightening nut to adjust the clamp may be starting to strip and will not tighten properly. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correction to brand name and catalog # ; device lot number, now provided. Correction to 510k. Device manufacturing date now provided. Medtronic investigation of returned suspect clamp finds that the upper jaw is slightly bent to the left but does not affect the travel of the clamp face. The retainer ring on the tip of the adjustment screw is stretched allowing some play in the movement of the clamp face. The adjustment screw has some debris in the threads but still functions normally. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.